Event description:
It was reported by the patient's healthcare professional (hcp) the patient developed an infection while wearing the pod on the leg for 72 hours or longer. The legal guardian noticed the infusion site appeared red, purulent discharge was coming from the site and it was hot to touch. On (B)(6) 2024, the patient had a scheduled appointment with their sensor. During the visit, the doctor advised the patient to observe the site and use the flucloxacillin antibiotic cream prescribed previously on (B)(6) 2024. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.